Event description:
MFR rec'd a report of an oxygen concentrator emitting oxygen that was 34% pure. This caused the pt to have shortness of breath. The pt rec'd another concentrator and reportedly was fine. The concentrator was repaired by the hosp maintenance dept and is back in service.